Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that premature battery depletion was suspected on the cardiac resynchronization therapy defibrillator (crt-d). A review of the device data by qualified personnel determined that the battery longevity was normal, and performed as expected for the programmed settings. It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and noise. An atrial lead warning triggered due to undefined high and irregular impedance measurements. The crtd and lead remain in use. No patient complications have been reported as a result of this event. It was further reported that the patient received possible inappropriate anti-tachycardia pacing (atp) from the crt-d for atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response that was detected as ventricular fibrillation (vf).